Event description:
Customer reported the insulin pump alarmed motor error during bolus and all the setting on the device were erased. Educator was inputting all the setting when the device alarmed motor error again. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test and verify erased memory anomaly, basal setting anomaly due to motor error alarm. The insulin pump received with severely scratched display window, cracked case at display window corners and cracked reservoir tube lip.